Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument had a recognition issue. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.